Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. Customer¿s blood glucose level was 9 mmol/l. Customer also reported that there was water under the lcd screen. Customer confirmed that pump did not had any cracks and does not show any signs of physical damage. Customer was advised to stop using the insulin pump and revert to the backup plan. The device will be returned for analysis.